Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2025. During the procedure, the patient was in sinus rhythm. The left atrial appendage anatomy was an anterior chicken wing and transesophageal echocardiography (tee) indicated a maximum diameter of 19.5mm between 0 and 45 degrees. Angiography suggested a landing diameter of approximately 25-26mm, leading to the selection of a 27mm closure device. Angiography also indicated lobe overlapping, raising suspicion of overestimation. The tee provided a full-face view at 0 and 135 degrees, limiting two-dimensional (2d) assessment; therefore, a three-dimensional (3d) assessment was also used. A 27mm closure device resulted in proximal placement and low compression, so the size was increased to a 31mm closure device. After changing the size, the fourth deployment indicated approximately one-third of the protrusion, however, all other position, anchor, size and seal (pass) criteria were met, and the release was performed. After release, the shoulder at the 90-degree inferior side appeared to have slightly ridged over the edge of the mitral valve side. The contrast-enhanced computed tomography (CT) scan performed on the fourth postoperative day indicated migration toward the proximal side as compared to the time of release. There appeared to be noticeable migration on the inferior and posterior side, there was no visible device movement. On the sixth day of admission the patient underwent surgery to remove the closure device, the patient post-operative recovery has been generally uneventful.